Event description:
The company rec'd a report where it was discovered that the pilot balloon had crack. This was discovered during pt use where extubation and reintubation of replacement tube was required. The tube was replaced without incident.

Manufacturer narrative:
Part number # 301-75 is not distributed in the u.s.; however, is a device of essentially identical design distributed in the u.s. Applicable 510k# for u.s. Distributed part is k871204. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.